Event description:
It was reported that cartridge alarm 20 occurred during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.